Event description:
I had a breast augmentation 2011 (mentor silicone) under the muscle. After 5 years I started to notice a decline in my health. Autoimmune disease linked to the silicone as the body fights foreign objects 24/7. Chronic fatigue. Breathing problems. Sjogrens syndrome. And at least 20 other issues with my health that are linked to the toxic silicone in my breast implants. How can you approve silicone implants when they cause so much damage to the body and brain!? I feel I¿ve lost years of my life due to them and you are the ones that should be held responsible, not the manufacturer because obviously they are greedy and want to make money. How on earth can you approve such a toxic implants! A disgrace to this world and innocent souls.